Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's right ventricular lead was dislodged and successfully re-positioned. Post-procedure, the patient presented in clinic after receiving an inappropriate shock. Upon review, the right ventricular lead exhibited loss of capture. Fluoroscopy imaging showed that the lead was dislodged. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.